Event description:
Related manufacturer reference number: 2017865-2023-10166. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, low pacing impedance due to clavicle crush on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.